Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no readings", "sensor error" or "brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over the course of 6 hours, which is off-label usage of the device and which may affect the cgm readings. The patient experienced a sensor error which occurred 8 days after sensor insertion into the arm. On (B)(6) 2024, around 2pm, the patient was in a massage therapy appointment when he felt ¿foggy¿. The patient realized his continuous glucose monitoring (cgm) had been in a sensor error state for approximately 1.5 hours, and he had not been receiving any cgm readings. The patient¿s massage therapist called 911. Once emergency medical service (ems) arrived, the patient¿s blood glucose (bg) meter reading was 21 mg/dl. The patient was treated with IV glucose and transported to the emergency room (ER). At the ER, the patient¿s bg meter reading stabilized after the IV glucose treatment, however, the patient could not recall the exact value. The patient was discharged home later the same day. The patient was in good condition at the time of the report. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.